Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue first began on (B)(6) 2018, 10:30am. She reported that she obtained an alleged inaccurate high result of 91mg/dl on the subject meter compared to 67mg/dl on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. I was unclear as to how the patient manages their diabetes. The patient reported that 10 minutes prior to contacting lfs she was experiencing symptoms of ¿feeling shaky and weak¿. She stated that she contacted her doctor, who advised her to eat some candy to increase her blood sugar. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The test strips were stored correctly and within expiry date. The patient did not have control solution to perform a test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.